Event description:
The device was returned without identifying info as to who returned the device and what the issue was.

Manufacturer narrative:
Date sent: 01/05/2009. Eval summary: the handpiece was returned with a loose mount and was tested on a generator and found to be functional. The handpiece was disassembled, a torn acoustic isolator and moisture ingress were found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.